Event description:
My husband used a q-tip by "assured double tipped cotton swabs," a greenbrier international inc product yesterday and the end of the q-tip came off and got lodged within my husband's ear. It was not recognizable to the eye when I went to try and remove the swab, as it fell so deeply into his ear canal. My husband needed to be rushed to the emergency room for removal. Do not purchase this item, it's unsafe and very poorly made. (B)(6). I left a voicemail for the manufacturer and have yet to get a response. (B)(4).